Event description:
This report is being filed after the subsequent review of the following literature article, sauerbier, s., et. Al., (2010). "Clinical aspects of a 2.0-mmm locking plate system for mandibular fracture surgery." Journal of cranio-maxillo-facial surgery 38, 501-504. EU article a retrospective study was done including patients with mandibular fracture repair using the synthes unilock 2.0 system from january 2001 to may 2004. The study included 53 patients, 42 male and 11 female who all were diagnosed with mandibular fractures. The mean age for the patients was 34 years, 31 years for male and 43 years for female. Wound infection and dehiscence was found postoperatively in 7.5% of the patients. Other postoperative complications included 6% of patients with slight occlusal disturbance and 8 % of cases with radiological gap at the fracture line. This report is 1 of 4 for (B)(4). This report is for one unknown unilock screw and one unknown unilock plate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown unilock plate, unknown quantity, and unknown lot. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.